Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 2, 2019. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes (10, 11, 3331, 3259, 4307). Method code #1: 10 - testing of actual/suspected device, method code #2: 11 - testing of device from same lot/batch retained by manufacturer, method code #3: 3331- analysis of production records, results code: 3259 - improper physical structure, conclusions code: 4307 - cause traced to component failure. The returned sample was visually inspected, confirmed that the thermistor on the venous inlet probe was damaged and was spinning. A retention sample from the same product and lot number was obtained, no damage was noted anywhere on the device. All capiox units are 100% visually inspected at several points in the production process. It is likely that the observed damage caused by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup the venous inlet temperature probe is spinning. No patient involvement as this occurred during setup. Product was changed out. Procedure was completed successfully.